Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend after multiple rotations. Exercising the helix outside the body resulted in the same issue as well. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the helix was bent and would not extend. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.